Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized for another indication and discharged after four days. The patient was treated with vancomycin 2gm (intraperitoneal/ twice a week) for peritonitis. At the time of this report, the patient recovered from peritonitis after 16 days. Action taken with pd therapy was not rported. No additional information is available.